Event description:
This pt was treated with another MFR's device 3 yrs ago and 2 yrs ago for repair of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the previously implanted stent graft required repair with two talent thoracic distal main stent grafts due to a distal type 1 endoleak. This required a major surgery involving revascularization of the sma, celiac and the renal arteries in order to position the talent stent graft distally. The stent graft deployment was not initiated high and then pulled down, but rather the stent graft was positioned and deployed at the intended location. There appeared to be a misaligned deployment of one of the talent grafts. With ivus, it appeared that one of the spring apexes was misaligned; however, it was within one of the other devices and it was not causing any complication. The physician was not concerned, and the endoleak was resolved. The pt's condition was satisfactory post-operatively; however, approximately 2.5 weeks later, the pt expired and the cause of death is unk.

Manufacturer narrative:
(B) (4). (Non-parallel deployment): eval results: death. Previously implanted stent graft was leaking. Deployment should be initiated then stent graft positioned at the intended location. Conclusions: deployment should be initiated then stent graft positioned at the intended location. Previously implanted stent graft was leaking.